Event description:
Boston scientific received information that this programmer (prm) quit working during implant. The field representative tried rebooting this prm for several times. However, there was only a black screen that flickered and then just shut down. Boston scientific technical services (ts) provided the address to return this programmer for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the allegation as this programmer (prm) had screen that flickers and then it goes black. The external video still works but it was found the lower half of the inverter cover was melted. The inverter and inverter cover were replaced. This programmer then boot up successfully and passed all incoming tests with the use of a known good inverter.